Event description:
(B)(6) 2011, I was implanted with the boston scientific obtryx halo ref #850500, (B)(4), lot 1ml 1010602, ex 2014. Immediately, I had cutting pain and difficulty walking and leaked with I walked. I went numerous times to the ER. I had, and am still having, physical therapy to help me walk again. I have chronic pain, feeling like I am being ripped open from the inside out in my abdomen. I can no longer do sit ups or crunches. Yoga is painful to my abdomen. I have nerve damage from my abdomen down my left leg to my heel. My right leg is weak and I cannot lift my right leg when sitting down. My left leg feels like I just drag it around with me. Sitting is painful. I now have a limp. I am fatigued all the time and hurt all over. My abdomen is tender and distended. Groin pain on left side. I am now leaking more than before surgery. I went from an active athletic women who went to the gym for three hours a day, cardio, swimming. Weights, belly dancing, yoga, active, message therapist to a women who now struggles to walk and struggles to perform her career as a massage therapist. Some days I cannot walk. Some days I have to stay in bed. Many days I cannot work. I have ceased going to the gym as it causes too much pain and have to rest all the next day to recover. I have gained weight no matter what dietary choices I make due to inability to exercise properly. Sex is now painful and my ability to orgasm is lost. I no longer have a g spot and can no longer experience g spot orgasms. Sex is very important to my mental and physical health and the implant has changed me. I have desire but cannot orgasm and sex is painful to myself and my boyfriend. My bladder leaking is much worse than before the surgery. My bladder gushes now when I cough or sneeze instead of just a bit of dribble. I did not dribble when I coughed before the implant, I dribbled a bit when I sneezed. I didn't have to wear a pad and could even go without underwear. Now I must wear a pad and even pads don't hold the urine. I have left buttock pain and sitting in chair s cause pain down my left leg so that when I stand back up I can barely walk. My bladder spasms.